Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose between 300 and 400 mg/dl and the sensors are reading between 40 and 50 mg/dl. Customer has to change the sensor every 3 to 4 days due to these discrepancies. Customer reported that the first time it happened the sensor glucose was below 70 mg/dl and was going into threshold suspend and blood glucose was actually 300 to 400 mg/dl but she trusted the number shown on the insulin pump and gave herself glucose to treat. Nothing further reported.